Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the patient had allergic reaction while using the unspecified bd pen needle. The following information was provided by the initial reporter: we have a pt in the office that is having an allergic reaction to the pen needles. She is using the ultrafine short 31g, 5/16¿.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the patient had allergic reaction while using the unspecified bd pen needle. The following information was provided by the initial reporter: we have a pt in the office that is having an allergic reaction to the pen needles. She is using the ultrafine short 31g, 5/16¿.